Event description:
It was reported that the patient had an allergic reaction to their custom-made, gold-coated implantable cardioverter defibrillator (ICD). The patient was hospitalized and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an allergic reaction to their custom-made, gold-coated implantable cardioverter defibrillator (ICD). The patient was hospitalized and the ICD remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was diagnosed with a skin change about the surgical incision site four months post implant of the ICD. There were no signs of an acute pocket infection. A superficial local excision of the lesion was performed. The lesion was suspected to be granuloma tissue due to the silk knot. The relapse of the skin lesion occurred again after nine months and the decision was made to explant the ICD. The patient was treated with antibiotics. However, there were still no signs of infection and laboratory markers of infection were low but the influence of the antibiotics could not be estimated. Testing for skin allergies was performed prior to implant which were negative. The ICD was explanted. Prior to explant the device was reprogrammed to asy nchronous pacing and the tachycardia therapies were programmed off. Histological examination of the pocket tissue revealed definite signs of a late allergic reaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.